Manufacturer narrative:
The customer was provided with a replacement spo2 main board. After the customer replaced the spo2 main board, the device was unable to perform spo2 measurement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the spo2 measurement value of the intellivue x3 is too low. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The philips remote service engineer (rse) spoke with the customer and a replacement spo2 board was requested. A material only shipment was arranged. The customer is taking responsibility for replacing the spo2 board. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.